Manufacturer narrative:
The device was not returned to the manufacturer at the date of this report. A follow-up medwatch will be submitted once the investigation is completed.

Event description:
It was reported that the electronic power supply 89-0000-420-00, serial number (B)(4) has a physical deterioration. The surgery delay was 2 hours. The surgery was completed with another device. There was no additional harm or injury to patient/operator reported.

Manufacturer narrative:
Several attempts were made in effort to retrieve the elec power supply w cord, serial number (B)(4), without success. The device was not returned for complaint investigation. Therefore, it could not be visually inspected in an effort to confirm the defect. A follow-up medwatch will be submitted if the product is returned or if additional information is received. The customer declared that the cause of the delay in surgery was due to another device: the elec pwr supply w/o cord, serial number (B)(4). The follow-up report mdr95978 related to this product was submitted on 03-aug-2017.